Event description:
It was reported that the device heated up about five minutes into the oral surgical procedure and the surgeon felt the heat in the body of the handpiece. No injury or surgical delay occurred during this event.

Manufacturer narrative:
No medwatch form rec'd from user facility. All sections of this form completed by the manufacturer. Investigation findings: the bur guard used with the reported hot handpiece was unable to be tested for heat as it would not attach to the handpiece. Further investigation found the bur guard bearing disintegrated. A disintegrated bearing can cause overheating of the bur guard. This bur guard is overdue for preventive maintenance. The customer will be contacted to provide info on care and maintenance of this product.